Event description:
It was reported that during a venclose radiofrequency ablation procedure, the physician switched from 10 cm to the 2.5 cm application during the last segment, but they heard a tone change and the image on the generator changed. It was further reported the 10 cm heating element continued to heat and the physician saw the smoke when removed the catheter from the patient. It was further reported that the physician administered additional tumescence around the vein when he saw the catheter was overheating. The patient experienced a skin burn and the current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a venclose radiofrequency ablation procedure using venclose evsrf catheter. During the procedure, the physician switched from 10 cm to the 2.5 cm application during the last segment, but they heard a tone change and the image on the generator changed. It was further reported the 10 cm heating element continued to heat and the physician saw the smoke when removed the catheter from the patient. Furthermore, the physician administered additional tumescence around the vein when he saw the catheter was overheating. The patient experienced a skin burn and the current status of the patient is unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: two photos were provided by the customer and evaluated. The first and second photo shows that the coil had a partial burn, along with a large amount of dried fluid. Heating coil along with thermal decomposition of the heating element. One vcrf 60cm catheter was received for evaluation. The battery tab was not returned. Multiple kinks were noted throughout the catheter shaft. The kinks likely occurred due to the manner in which the device was packaged for return. Therefore, the kinks are considered an incidental finding. Material deformation/thermal decomposition and residue were observed throughout the heating coil. During visual testing, an unknown brand sheath was loaded on the catheter shaft. Upon opening the handle, all wires were noted to be intact and in the correct position. When original batteries were removed, both battery and battery pads noted to be clean. Under uv inspection, no glow anomalies were observed in both battery and battery pads. During the functional testing, the catheter was plugged into generator with original batteries and remained on the home screen (venclose logo). New batteries were inserted, and the catheter was plugged into generator and catheter was recognized with new batteries. Error 33 was presented in first long test and error 21 was presented in first short cycle test. The catheter was re-examined for any breaks, etc. And none were found. The resistance of thermocouple wires was within specification. Additional testing conducted. Checked handle board and passed. Tested resistance between signal wires and was within spec. So signal wires were not swapped. Based on the testing, evaluation, and photos, the investigation has determined that the error 33 and error 21 (insufficient heating) is confirmed. The investigation is inconclusive for reported excessive heating and smoking, and skin burn and thermal decomposition is confirmed. The root cause for the excessive heating, thermal decomposition, smoking, and skin burn could have been caused by the heating element being exposed to the air while activated on 10cm setting. It is possible the provider didn't realize the generator did not switch over to 2.5cm before retracting the device from the body. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g2, g3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.